Manufacturer narrative:
(B)(4). Review of radiographic images show two ap views of l5-s1 alif with sovereign. Reported fracture of peek device is not visible in these films. The device has not been returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that during screw insertion, before the cage was in place, the staff heard a big noise. The first thought was that the screw had broken. The surgeon unthreaded the screw and found it to be ok. The noise was due to the interbody device which broke width wise from the central hole to the left side of the device. The surgeon decided not to remove the device and finished inserting the screws. There were no reported patient complications.